Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty resistor on the main board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant alleged that after replacing the batteries, the device failed the self test. Complainant indicated that there was no patient involvement in the reported malfunction.